Event description:
Additional information was received from the patient on 2019-mar-08. The patient was calling to see if anyone has contacted a manufacture representative (rep). Their clinic said they would page a rep. However, they have not heard back from the clinic or a rep. Patient services sent another email to a local rep. Additional information was received from the rep on 2019-mar-08. The rep indicated that there isn¿t anything they can do it the ins is no longer their manufacturer but the rep would call. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. It was reported that in (B)(6) 2019, the patient noticed their leads had stopped working. They met with a manufacturer representative (rep) who reprogrammed / tweaked the settings so one of their leads would still work, but the other lead wasn't receiving a signal. It was explained that there were four attachments on the spine and the top four were completely numb and not receiving a signal. It was explained that the part of the lead that had stopped working was the lead that would really reach the areas they needed it. Therefore, the patient would have to turn the other lead up so the patient could feel it radiating into the area they needed it to go. It was noted their new ins was providing a higher current than their previous ins, so they kept it at around 7 and 8 and they were worried / scared to use their other lead because they would have their prior ins in the 20's-30's and worried it would be too strong. A request was made to have a rep contact the patient. No further complications were reported or anticipated.